Event description:
The clinician inflated the device on the patient's right wrist and after inflation the device immediately deflated. So the clinician tried inflation numerous times and it did not inflate or hold pressure. The patient was not affected and another device (from the same lot) was used and it worked fine.